Event description:
Anesthetist reported micropore tape was applied to eyelids of pt before surgery. Alleges pt developed swelling and was administered benadryl IV. States surgery was delayed until later that day due to swelling.

Manufacturer narrative:
Method: device not received. Results: no evaluation performed. Conclusions: device not returned no evaluation can be performed. Device not provided to manufacturer for evaluation. Complaint type is being monitored.